Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the superficial femoral artery (sfa). During a cross over approach, a 6fr introducer sheath was advanced into the anatomy followed by a 6.0x60mm absolute pro self-expanding stent (ses) over a .035" non-abbott guidewire through resistance. At this point the ses was attempted to be deployed; however, was noted to only be partially successful before being blocked [jammed]. An attempt to pull the partially deployed stent back into the delivery catheter was made, but subsequently the stent was noted to become stretched, separated and trapped within the vessel. Therefore, a second 6.0x150mm absolute pro ses was attempted to be used; however, it was noted to also fail to deploy. The physician then decided to perform a surgical cut down at the groin to remove the stent fragments in the anatomy. There were no adverse patient sequela nor clinically significant delay in procedure. Additional information reported that the 6.0x150mm absolute pro ses did not failed to deploy and instead failed to cross the lesion with a subsequent kink in the shaft being noted. The device was simply withdrawn prior to the surgical cut down to remove the first absolute pro ses used. The device were received and the 6x60mm absolute pro was returned within the delivery catheter and deployment markers. In addition the 6.0x150mm absolute pro was returned fully deployed and the stent was noted to be stretched and damaged. The account confirm the correct device was returned and noted that the 6.0x150mm absolute pro was the first stent that was attempted to be implanted which subsequently became stretched, separated and trapped within the vessel. Therefore the second absolute pro used was the 6.0x60mm, which failed to cross with the noted kink. No additional information was provided.

Event description:
Subsequent to the initial filed report, the return device analysis revealed that the 6.0x60mm absolute pro ses was received with kinks on the device, and the stent located within the deployment makers and not deployed. In addition, the 6x150mm absolute pro was received and it was noted that the stent was fully deployed with the stent appearing to be stretched, bent and damaged. The account confirmed the correct device was returned and noted that the 6.0x150mm absolute pro was the first stent that was attempted to be implanted; however partially failed to deploy due to a mechanical jam, which subsequently led to the stent being inadvertently deployed and becoming stretched, separated and trapped within the vessel during withdrawal. Following this the second absolute pro, 6.0x60mm, was attempted to be deployed however failed to cross the lesion with a subsequent kinked shaft being noted. The second absolute pro, 6.0x60mm, was simply withdrawn and a surgical cutdown was performed to remove the 6x150mm trapped absolute pro stent. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure, entrapment of device, difficult to advance, and mechanical jam was unable to be confirmed due to the condition of the returned device. The reported stent damage was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. A cine was received and reviewed by an abbott vascular clinical specialist: a mildly calcified lesion in the superficial femoral artery (sfa) was to be treated with the placement of a 6fr destination introducer sheath (is) with contralateral approach (up and over) the bifurcation. A terumo 0.035¿ guidewire (gw) was placed across the lesion, where resistance was felt across the bifurcation. According to updated e-292241. A 6.0x150mm absolute pro pro self-expanding stent system (sess) was inserted and had a partial deployment due to a ¿mechanical jam¿ in the system. According to the report, during withdrawal, the stent became stretched, separated, and trapped within the vessel. The user then attempted to deliver a 6.0x60mm absolute pro sess, but was unable to cross lesion due to a kinked shaft. The sess was withdrawn undeployed and surgical intervention followed to removed the remaining 6.0x150mm stent that had been trapped in the anatomy. A single snapshot of fluoroscopic digital subtraction angiography (dsa) was included where it shows contrast filled anatomy. There is a gw placed through the right iliac artery leading up the aorta. This suggests that the is is no longer in a contralateral up and over approach and across the target lesion. The left iliac artery and proximal sfa is also visualized, which appears very hazy due to an insufficient amount of contrast to fill the anatomy. The left iliac artery and proximal sfa appear to have a stent placed as we can partially see potential stent struts. In what does appear to be a stent in the anatomy in question, it cannot be confirmed that the stent location throughout the anatomy in question nor confirm malfunction per the media reviewed. In regard to a probable cause for the event from the media and report reviewed, the image shows a very acute angle in the aortic bifurcation. The acute angle in the aortic bifurcation, paired with the lesion morphology (calcification) may have disrupted the ability to deliver the 6.0x60mm sess and successfully deploy the 6.0x150mm sess as intended.